Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm. He reported his blood glucose level to be 141 mg/dl. The customer was advised to disconnect from the pump and revert to back up plan. The product is not being returned. Nothing further to report.